Event description:
Boston scientific neuromodulation (bsn) received information about an event that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to implanted spinal cord stimulator leads manufacturing by medtronic. A complaint was received on 12nov2009 that a physician was unable to insert the medtronic leads into the m 1 connector past the I st contacts. Therefore, the physician explanted the medtronic system and implanted a bsn system. The explanted medtronic ipg was not returned to bsn. The explanted medtronic leads and the bsn ml connectors were returned to bsn. Analysis of the leads showed that the proximal ends had been crushed by the setscrew. This resulted in the inability to insert the leads into the ml connectors. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).